Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient removed the catheter by self-extraction on 7th day of placement. It was stated that the broken piece remained in the patient body and half of the device was removed and destroyed by the doctor. The broken piece was confirmed and removed by cystoscope.

Event description:
It was reported that the patient removed the catheter by self-extraction on 7th day of placement. It was stated that the broken piece remained in the patient body and half of the device was removed and destroyed by the doctor. The broken piece was confirmed and removed by cystoscope.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The device had not met specifications. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, observed catheter breakage at shaft. Observed jagged tear at area of tear. Distal tip of catheter was not returned. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause could be user rough handling (eg: pulled out by user), use of sharp object, operator error, stripping error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: method for use: (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (6) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (7) do not use in patients who are or have been allergic to natural rubber latex. Malfunction: (1)device damage due to inappropriate use. Storage: (1) store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date. (2) indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.